Manufacturer narrative:
Block h6: imdrf impact code a0401 captures the reportable event of handle cannula break. Imdrf impact code a150301 captures the reportable event of tip failure to separate. Imdrf impact code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f1001 captures the reportable event of canceled procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, a stone was captured within the basket, and an alliance handle was used in an attempt to break the stone. The stone did not fracture, and the basket tip did not disengage. It was subsequently observed that the internal wire within the handle had broken. An olympus soehendra lithotripter was then used to disengage the tip of the trapezoid rx basket and release the stone. The device was removed, and the procedure was aborted. There were no reported patient complications as a result of this event.